Event description:
It was reported that a failed accuracy test was experienced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a missing tamper seal. There was no evidence of the error or reported problem recorded in event history log. The reported problem failed accuracy test, was not duplicated. Three accuracy tests were conducted, and the pump was found to be within manufacturing specifications. No problems were found with the fluid delivery of the pump. The investigation however found multiple high alarm displayed: downstream occlusion in the event log, so it was recommended replacing the downstream occlusion sensor as preventative measure. The root cause of the reported issue was undetermined as no fault was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during preventive maintenance tests. (Updated h6 event problem patient code), corrected data: updated d1 and d4, model number.